Manufacturer narrative:
All buttons functioned properly, however there was moisture damage on the keypad traces. The insulin pump had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call that a button on the patient's insulin pump is unresponsive. The patient's blood glucose at the time of incident is unknown. No further details were given. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.